Event description:
It was reported that navio handpiece is dented on the metal that connects into the navio system. The normal circular shape is now oblong and will not connect into the navio port. The equipment was changed and there was no patient involved at the time of the event. Investigation results determined that snaplock nut had become unthreaded from the snaplock.

Manufacturer narrative:
The device, intended for use in treatment, was returned for investigation. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications prior to being released for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the relationship between the device and reported event. The snap lock nut had become unthreaded from the snap lock. The malfunction is likely due to supplier / raw material fault.